Manufacturer narrative:
The rse evaluated the device remotely. The customer reported that the device did not deliver the shock. However, the device passed the operational check and is working in good condition. The reported problem could not be confirmed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the shock was not delivered. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.